Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the gantry would not open via the pendant on the system. There was no patient involved.

Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the imaging system. The issue was resolved over the phone. The door was stuck on the shipping block and would not open. After removing the shipping block, the system functioned as intended. System checkout completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.